Event description:
Patient reported obtaining back-to-back blood glucose results, of 62 mg/dl on her meter and 31 mg/dl on a professional meter. The customer states she could not test all day as she could not get the meter to work, however her husband tested her on her meter at 62 mg/dl before the paramedics tested her at 31 mg/dl. Patient did not modify therapy based on these results. No patient injury was reported. She was transported to the hospital where she received dextrose via tube and an IV. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. The aviva system: meter serial number (B)(4), strip lot 300399 with expiration date 03/31/2008.

Manufacturer narrative:
The suspect product is the aviva strip.